Event description:
A falsely elevated troponin I result of 4.0 ng/ml was obtained on a patient sample. The result was not reported to the physician. The original sample was repeated and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I is unknown.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I result is unknown. The instrument is performing within specifications.